Manufacturer narrative:
The customer performed center alignments on all cuvettes and replaced the defective cuvettes. New cuvettes were sent to the customer for replacement.

Event description:
A customer contacted beckman coulter, inc. (Bci) in regards to broken cuvettes on unicel dxc 600 pro synchron clinical system. The instrument had multiple cuvette errors. The customer cleaned all cuvettes and found broken cuvettes. No injury was reported and there was no effect to patient or user.